Event description:
It was reported that during a procedure, the laser system displayed errors indicative of a system malfunction. After consultation with manufactures technical support the errors were unable to be cleared by the user. The system was no longer able to be utilized and the case was aborted. There was no report of a pt injury; however the manufacturer is filing this as a surgical intervention due to the pt requiring an additional procedure as a result of the incompletion of the case.

Manufacturer narrative:
The laser has been serviced. The suspect component has been removed and replaced.